Event description:
Boston scientific received information that this right ventricular (rv) lead and associated device displayed out of range pace impedance measurements. The patient will continue to be monitored. There were no adverse patient effects reported. The system remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.